Manufacturer narrative:
(B) (4). The device history record was reviewed and no observations were noted. All required testing passed specification. Product met specification as intended for use. The investigations results suggest that the failure was not caused by a product defect at time of manufacturer.

Event description:
It was reported that upon removal of the zassi catheter, the transsphincteric zone tore. The annulus portion remained in the pt. A surgeon removed the annulus with hemostats. The pt was reported to have minimal bleeding, which stopped shortly. No further damage was noted and no medical follow-up or treatment was needed.